Event description:
As reported by the user facility: brief inquiry description persistent ail alarm despite no visible air. Detailed inquiry description keytruda infusion of 58 mls (primed by pharmacy with micron filter in place prior to arrival of med on unit). Asv put on end of short set tubing by rn prior to infusion start which she then changed to closer to patient. Very shortly after infusion started, pump alarmed air bubble. No visible air bubble seen when tubing removed from pump, only a few micro bubbles visualized. Which passed with flicking of tubing. All tips and tricks unsuccessful. This occurred on 4 separate pumps with multiple attempts to resume infusion, including pump powered on/off, tubing removed/reloaded, air sensor wiped with alcohol wipe, pump position changed. Pumps were in space station as the unit doesn't have pole clamps. All unsuccessful. Unable to submit tubing set due to hazardous med. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.